Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus china. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported lamp error e105 could not be conclusively determined. However, based upon the information from olympus china, there was the possibility that this phenomenon was attributed to the aging deterioration of the cable to w-led because more than five and a half years had passed from the subject device had been installed. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and confirmed that the subject device gave the lamp error e105 as reported. Also the front panel blinked. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the inspection for repair at the local office of olympus (B)(4), it was found that the lamp error e105 was displayed. There was no report of patient injury associated with this event.